Manufacturer narrative:
Citation: benenati et al. Comparison of mid-term prognosis in intermediate-to-low-risk contemporary population with guidelines-orien ted age cutoff. J cardiovasc dev dis. 2024 jan 22;11(1):33. Doi: 10.3390/jcdd11010033. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the prognosis in intermediate to low risk patients undergoing transcatheter aortic valve implant. The study population included 2685 patients with a mean age of 82 years who were predominantly female.  Multiple manufacturer¿s devices were implanted in the study population; 1369 patients were implanted with a medtronic evolut r (n=1068) or evolut pro (n=301) bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: major vascular complication, annulus rupture, arrhythmia requiring permanent pacemaker implant, myocardial infarction (mi), tamponade, stroke, major bleeding complication, and acute kidney injury. No further information was provided pertaining to medtronic products.